Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had buttons were hard to pressed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had diminished battery life, rewind was louder or grinding sound, false or unexplained no delivery, rejected new batteries. Customer stated that insulin during priming. The insulin pump will not be returned for analysis.